Manufacturer narrative:
The serial number of the customer's cobas pro c 503 analytical unit is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable bil-d gen.2 (bild2) and creatinine (creap2) results from two patient samples tested on the cobas c 503 analytical unit. This medwatch is for the creap2 assay. Please refer to the medwatch with a1. Patient identifier (B)(6) for the bild2 assay. The initial result was 0.183 mg/dl. The repeat result was 1.03 mg/dl. The other repeat results were 0.134, 0.140, 0.139, 0.138, and 0.135 mg/dl.

Manufacturer narrative:
The investigation reviewed the data set provided by the customer: a general reagent problem was not detected because the calibrations and qcs are within the specified ranges. The images and preanalytical checklist of the reported patient sample showed the presence of fibrin strands, indicating poor sample quality. The alarm trace had sample-related alarms (abnormal aspiration and sample short). The investigation determined the event was consistent with a sample handling issue at the customer site. There was no indication of a device malfunction.